Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 39-40 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.